Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894410, gd894717, and gd894956 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy pd effluent. The pt was hospitalized for the event on the same day. On an unreported date, the patient began treatment with keflex, ip (intraperitoneally) and fortaz, ip (doses and frequencies not reported) for the peritonitis. On an unknown date, treatment with keflex and fortaz were stopped. On an unreported date, the patient was retrained on proper aseptic procedures for performing pd therapy. Two days after being admitted, the pt was discharged from the hospital. At the time of this report dianeal therapies were ongoing, the peritonitis had resolved and the pt was recovered. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.